Event description:
It was reported that the pressure alarm was triggered, with no blockage. The event occurred during patient use, however there was no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. One unused device sample from the reported lot was returned for investigation. The lot history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The device was visually inspected. There were no anomalies noted upon visual inspection. Functional testing was performed. The allegation made by the complainant was not confirmed. The root cause was unable to be determined.